Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video noted solution dripping from the cassette. The reported condition was verified. The cause was determined to be a manufacturing related issue. A nonconformance has been opened to address this issue. Twelve (12) retention samples were evaluated at the facility. A visual inspection with the naked eye was performed with no issues noted. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the film around a homechoice automated pd set with cassette was disassembled (detached) which resulted in a leak. This was identified during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.